Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx six weeks post procedure, the pt returned with an irritated bladder. Approx six months post procedure, the pt returned again with urgency and urinary frequency. Nine months post procedure, one side of the suspending sutures of the sling were dissected without incident. The pt was relieved of the symptoms of an irritated bladder and remains continent. No further details regarding the circumstances surrounding this event are available. The device remains in the pt. Therefore, no failure analysis is available. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over-correction induced during a urethral sling procedure."